Event description:
Treatment of an external carotid artery avm (arteriovenous malformation). During onyx injection, it was reported that onyx was observed coming out from the fargo guide catheter and not the distal tip of the echelon catheter. A hole was noticed on the echelon catheter once it was removed from the patient. No injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00236.

Manufacturer narrative:
The catheter was returned for evaluation and it was found damaged at 55.6cm from the distal tip. No hole or rupture site was found on the catheter, but it was found non-patent when pressurized with water.(B)(4).